Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened button dome switch. The displacement test wasn't performed due to keypad anomaly. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the buttons on the insulin pump are unresponsive. Customer's blood glucose was unknown, current was 175 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.